Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was going through a study and felt the machine from the study was fighting for energy with the ins. Patient was not able to verbalize what the study was for but noted it involved a computer that patient uses. Patient felt the machines are fighting against each other, she was feeling the current. Caller said the doctors are telling her to relax, but she was worried, and was also told to call medtronic to check the ins, otherwise they may plan to remove ins next feb. The patient stated it was bothering her a lot. There were no further complications reported.